Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information provided by the customer, it is likely that the foreign material remained since the reprocessing has not correctly been implemented in line with the instructions for use. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus confirmed the customer did not implemented the reprocessing in line with the IFU. Olympus will continue to monitor field performance for this device.